Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient had problems because the wires would not stay because the patient had a crooked spine and the right hand wire kept going off and then it affected the left hand wire too. The patient had a cat scan and worked with a manufacturing representative (rep) who saw that the lead had moved. The patient ended up having the system removed on (B)(6) 2015. A new system was implanted on (B)(6) 2015 with a paddle lead in order for it to better stay in place. It was noted that there was pain. A rep clarified that the lead was not broken. The lead migrated to an anterior position on the spine and for many patients that was very uncomfortable.